Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.